Event description:
It is reported that the device was implanted in 2003. Post-op in 2004, the pt sat on a small stool which was lower than their knee. When they tried to get up, they heard a broken sound from their hip and immediately went to the hosp. Device was revised.